Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose was 40 mg/dl. The customer state that the bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discuss timing of calibration leading to alert and calibration protocol. The customer was advised to change out the sensor. The customer reported via phone call that the serter does not fire. Customer's blood glucose was unknown mg/dl. The customer was advised to press and hold serter button while shaking to release needle hub assembly/sensor. The customer stater the serter released the sensor.